Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for lead implant. During procedure, the newly implanted atrial lead exhibited high pacing impedance. The lead was exchanged in order to complete the surgery. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.